Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump settings were incorrect, causing the customer to experience a decreased blood glucose (bg) level of 48 mg/dl. The customer consumed carbohydrates to address low bg. Reportedly, the customer¿s health care provider will adjust the settings to address the issue and the customer will continue to use the pump for insulin therapy.